Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture and loss of sensing. The device was reprogrammed to vvi. No patient symptoms were reported. The patient would continue to be monitored.